Manufacturer narrative:
The dentist refused to provide the patient ID. Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 1 service record (september 2017) since the device was shipped. According to the service record, after repairing the handpiece (replacement of cartridge, drive shaft and dog clutch), nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test points (1) and (2) a few seconds into the test. Temperature measurements 30 seconds after the start of the test were as follows: test point (1): 71.3 degrees c, test point (2): 106.0 degrees c, test point (3): 31.6 degrees c, test point (4): 32.4 degrees c. The increase in temperature was so sudden that the test was concluded 30 seconds into the planned 5-minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed that the bearing retainer on the rear side of the cartridge was broken. Nakanishi took photographs of all the disassembled parts and kept them in investigation report (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation due to the broken bearing retainer. Nakanishi considers the possibility from many years of experience that the cause of the broken bearing retainer was the ingress of undesirable materials into the bearing. A lack of maintenance caused the accumulation of debris on the internal parts, which caused debris ingress into the bearing during rotation. This contributed to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi will report the above evaluation results to the dentist, and remind the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Event description:
On (B)(6) 2020, an nsk z95l handpiece was returned from a distributor to nakanishi for repair. There was a note with the device stating that the device had overheated and burned a patient. Upon receipt of the information, nakanishi made a phone call to the dentist for further information about the event. The details nakanishi obtained from the communication are as follows: the event occurred on (B)(6) 2020. The dentist was removing an inlay from a tooth #6 of the patient's upper jaw using the handpiece z95l (serial no. (B)(4). The patient was under anesthesia. When the procedure was completed, the dentist found a blister about 5-6 millimeters in diameter on the buccal mucous membrane. The dentist prescribed the patient an ointment and determined that no further medical attention was required for the injury. According to the dentist, there were no abnormalities observed in the device prior to use.